Event description:
It was reported that the zimmer skin graft mesher stopped ratcheting while attempting to mesh skin. During device evaluation it was observed that the comb was bent. No additional clinical info was received prior to this report. If additional info is received, a follow up medwatch will be submitted.

Manufacturer narrative:
Beginning 05/31/2012, USA and canadian customers were sent to urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 03/25/2010 and was last repaired on (B)(6) /2011 for a non-related issue. Evaluation of the device observed that the comb had a bent tine, as well as minor damage to the roller and roller gear. Wear to slide plates was observed and the right latching pin did not lock. No issues were observed with the returned ratchet. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. Customer did not return any cutters for evaluation. Device was previously returned to zimmer surgical for repair three years ago. The customer's reported event could not be reproduced, as the ratchet was observed to function properly. The observed damage to the comb could potentially cause the skin to become caught or prevent the cutter from rotating, which could prevent the device from ratcheting. Therefor, the cause of the customer's reported event could have been the damaged comb; however, no additional info was provided from the customer on the reported event. Lack of preventative maintenance and improper handling by the user most likely caused the damage to the device.